Manufacturer narrative:
Bracco MDR 3500a form 2411512-2014-00010 was received by (B)(6) ra. The case states that a facility reported to bracco of two patients that experienced colonic perforation while using bracco co2 efficient insufflator. The facility was using medivators' disposable tube sets endo smartcap 100145co2 and extension tubing 100551 with the e-z-em co2 efficient insufflator during the procedures. Medivators tube sets were found to be substantially equivalent when tested as a conduit between fluid source and endoscope with e-z-em co2 efficient insufflator as described in the endo smart cap 510(k) submission k093665. Also, medivators has performance testing of the e-z-em co2 efficient in comparison to the medivators manufactured co2 insufflator. The tests concluded that medivators tubes sets are compatible to bracco's e-z-em co2 efficient insufflator in terms of flow and pressure as well as free flow measurements through the endoscope. Test reports can be found in medivators ra library. There is no additional information regarding patient status. To date, there are no new reports of patient illness or injury. This complaint will continue to be monitored within the medivators complaint system.

Event description:
Bracco medwatch form received from (B)(6) sales representative via email. Medivators procedural products p/n 100145-co2 and 100551 are mentioned in the event description of the report. Two patients experienced colonic perforation during endoscopy procedure when using the co2efficient insufflator manufactured by bracco. This machine was used in conjunction with 100145-co2 medivators endo smartcap and 100551 medivators endogator extension tubing.